Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the auto test is recording daily only. There was no reported adverse patient impact.